Event description:
The pt reported that a couple of hours after being implanted, it was discovered that he had developed a growth on the battery site. The pocket site was opened and it was determined to be a hematoma. The hematoma was drained and the pocket was closed.